Event description:
It was reported that the patient had an initial hip surgery on (B)(6), 2013. Subsequently, the patient was revised on (B)(6), 2014 due to pain. No further information has been received.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Product has not been returned to manufacturer. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported.(B)(4) - product to be returned. Upon receipt of product and completion of evaluation, an MDR follow-up report will be sent to the FDA.

Manufacturer narrative:
A review of the complaints database over a 3 year period has found no similar complaints for this item code. The product was returned to biomet UK for evaluation and found that the liner conforms to drawing tolerance and specification. The ringloc had loose material present on the higher wall between the tab cut out area. The damage on the tabs are possibly due to fitting or extraction of the product. We have not been provided with x-rays or any supporting documentation which could provide additional information for the pain reported in the complaint. Current information is insufficient to permit a conclusion as to the cause of the event.